Event description:
The plaintiff's attorney alleged that the decedent experienced a heart attack after treatment and was rushed to the hospital where the decedent experienced damage to internal organs and expired the following day. These claims were allegedly caused by the exposure to the product administered for dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.